Event description:
It was observed during the device evaluation, the image of the gastrointestinal videoscope was noisy and had an e315 error code (incompatible scope). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was noisy and had an e315 error code (incompatible scope). Based on the results of the investigation, the probable root cause is a bad plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.